Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for complex regional pain syndrome type ii and spinal pain. It was reported that the patient has been doing well. He has not seen health care professional (hcp) but will follow up with hcp. Rep reported that patient charges his device about every 3 weeks, reports he will charge when he notices his pain returns. Rep reported that device is turning itself off without him pressing any buttons. Patient knows device is turned off by return of pain. Patient said ins turning off on its own has occurred 3-4 times in the last month. Patient doesn¿t not know any external/patient factors that may have led to the issue. Rep interrogated the ins and impedances were within normal limits. No further actions were taken at this time, device was working properly. The issue was not resolved at this time. It was instructed that patient notices stimulation is off suggested patient start charging session in order to obtain voltage reading at the time. No surgical intervention occurred or planned. Patient is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.